Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 8042b ipg, implanted: (B)(6) 2010; 5071-53 lead, implanted: (B)(6) 2005; 5076-45 lead, implanted (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. The outer insulation and overlay tubing of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) and right ventricular (rv) lead had shown insulation abrasion in the pocket during a device replacement. The lv and rv lead were capped and replaced. No patient complications have been reported as a result of this event.